Event description:
A user facility reported to olympus that "the brightness and auto adjustments" were not functioning as intended; during the procedure, the patient's colon could not be visualized and the image was "very dark" and the procedure was aborted. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "brightness was not doing what it is supposed to" was confirmed; the evaluation found a non-olympus lamp with lamp life meter at over 500 hours. The reported problem of "auto adjustment was not doing what it was supposed to" could not be confirmed. The returned device was tested and inspected and verified to adjust manually and automatically in the respective mode; the image stabilized as expected and light control was verified to function as intended. Additional evaluation findings are as follows: a lamp bolt was noted stripped and stuck inside the lamp's thread hole; worn socket and poor connection noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the auto adjustment issue was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause for the insufficient brightness could not be determined. However, it is likely due to a non-olympus lamp being used and a lamp bolt slipping and being stuck inside the screw hole of the lamp. Olympus will continue to monitor field performance for this device.